Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During primary surgery while drilling to place a screw into the qls plate through the long drill guide the tip of the drill bit broke off in the patients pelvis. The drill bit tip was unable to be retrieved from the patient so it was left in the bone. There was a 2 minute delay as they attempted to remove the drill bit before deciding to leave it.

Manufacturer narrative:
The reported event that the tip of the drill broke could be confirmed. Based on investigation, the root cause of the determined event was attributed to a user related issue. The breakage was caused by blunt cutting flutes and/or wrong handling of the instrument; see image documentation attached in phase 2. The damages of the cutting flutes can lead to the breakage of the drill during use under torque load. The customer has to ensure that drilling and cutting tools are sharp and avoid surface damage or alterations to the instrument geometry. Such instruments (multiple use drill bits included) are recommended as single patient use. The op tech pelvis 2, system overview (ref# mt-st-1 rev 0) was reviewed, the following statement related to the reported failure mode is included: use a sharp drill bit when drilling bone, particularly in areas of hard, dense bone - offers the surgeon more control of the drill and is designed to prevent plunging that may injure neurovascular structures, viscera, or other soft tissue structures - may lessen the possibility of heat build-up - blunt drills should be discarded and replaced with new ones - [original statement] the IFU v15011 rev m 06-2015 instruments IFU ot-IFU-152 was reviewed: "ensure that you are familiar with the recommended uses, compatibility and correct handling of the instrument" [original statement] a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation.

Event description:
During primary surgery while drilling to place a screw into the qls plate through the long drill guide the tip of the drill bit broke off in the patients pelvis. The drill bit tip was unable to be retrieved from the patient so it was left in the bone. There was a 2 minute delay as they attempted to remove the drill bit before deciding to leave it.